Event description:
It was reported that the patient fell on (B)(6) 2012 and "loped" her right shoulder, then fell a month later and "loped" her right hip. The patient stated that she was still in pain and "they say it's her pump." The patient claimed that the falls were not related to the pump. The patient stated that "the pump is turned too high" and wanted the pump to be turned down to a dose at which she could take oral medication. The patient stated that her pump was set too high so that when she would take oral medications they would not help. The patient had an appointment scheduled with her doctor for (B)(6) 2012. The device system was used to deliver dilaudid.

Event description:
Additional information was received. It was reported that the patient did not have concerns with her device or therapy. She had received assistance from her doctor or medtronic representative and her concerns were resolved.

Manufacturer narrative:
Product ID 8709, lot # j0056592r, implanted: (B)(6) 2001, product type catheter. (B)(4).